Event description:
It was reported that during implant, when the atrial lead was connected to the device, high lead impedance and loss of atrial sensing were observed. The atrial lead was tested with the psa and found to be in range. The device was not implanted. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of atrial sensing anomaly was not confirmed in the laboratory. The reported field event of high atrial pacing lead impedance was confirmed via review of programmer printouts. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the field events could not be determined.